Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all drawers were failing to open and unable to recover failed drawers. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) confirmed that all drawer on the main was failed and not detected on bus. Upon inspection discovered that device was pushed against the wall and causing the comm sled to be slightly damaged and pushed in. The fse fixed the comm sled and rebooted, then checked all the pyxibus cables. Then ran firmware updates and tested in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.